Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient had an allergic reaction to the recharger and it was burning the patient from the inside out. This issue occurred in (B)(6) 2015. This implant was removed and placed in the patient's stomach on (B)(6) 2015. Relevant medical history included spinal pain.